Event description:
It was reported that a revision took place to reposition this lead due to reported loss of capture and x-ray confirmed dislodgment of the lead. A new lead (7842/1312020) was not used due to metal shavings in the lead lumen thus this lead continued to be used. No additional adverse patient effects were reported. The model/serial number for this lead were not known despite efforts to obtain this information.